Event description:
It is reported that the device was implanted in 2009,and revised in 2009, due to the femoral stem loosening.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The stem was in vivo for less than one month after implantation. Possible causes of short term stem loosening could be due to (but not limited to) one or more of the following: poor bone quality, inadequate press-fit, improper implant positioning or initial stability. Based on the available information a definitive cause can not be determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meed specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reported. Zimmer, inc. Considers the investigation closed.